Event description:
We opened a sonicision, which comes with a battery and it did not work. The covidien rep who was in the room told us to open a second device. The second device did not work. The rep said the battery must be not working. In fact, he stated they had the same problem yesterday. He did not have the battery pulled from the supply nor did he arrange to have extra or back up batteries for the cases today.